Event description:
On (B)(6) 2013 information was received from the reporter that the patient¿s mother had reported that the patient had been having an increase in seizures recently. The patient is unable to say whether or not he is receiving stimulation. The physician did not know the patient¿s current generator settings, but he does not believe that the patient¿s generator would be at end of service. A manufacturer¿s review of the programming history database determined that data was only available from the day of implant, (B)(6) 2012. The generator was last known to be on a 38% duty cycle, and a rough battery life estimation based on these settings and using calculation tables for the generator indicate that the generator would not be at end of service. No programming anomalies were noted in the diagnostics tests for the generator. Attempts for additional information are in continuation.

Event description:
Follow up from the physician on (B)(6) 2013 found that the increased seizure frequency was first observed over the last one month. There is no believed relationship between the vns and the increased seizure frequency. In response to the question of the relationship of the increased seizure frequency to pre-vns baseline levels, the physician responded "none". The patient does not have multiple seizure types that have all increased. As intervention, the patient's output current was increased to 1 ma and signal frequency was decreased. No other information was provided.